Event description:
Customer alleges oxygen is not being provided. No alleged injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2v, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1143482 rev e (nov-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6), female, whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the irc5po2v concentrator was not filling the home fill tank. There was 13 hours of use in the consumers home. No injury alleged. Product is being returned to invacare for an inspection and evaluation.